Event description:
It was reported that during sterilization, it was observed that the attachment "has a cut in the cord with no wires exposed." The reporter was unable to determine the precise date of this event. Although the reporter clarified the event occurred in the first week of (B)(6), 2013. The event did not occur during surgery. The reporter stated that there was no delay in surgery; no patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and the reported condition was duplicated and confirmed. Evidence indicates this was due to improper handling. If additional information should become available, a supplemental medwatch report will be submitted accordingly.